Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report # 3006705815-2018-03220. It was reported that patient was not receiving effective therapy. It was found during programming that there were multiple high impedances on one lead. In turn, surgical intervention may be planned to address the issue.

Event description:
Device 1 of 2: reference MFR report # 3006705815-2018-03220.

Event description:
Device 1 of 2, reference MFR report # 3006705815-2018-03220. Additional information revealed that both leads were explanted and replaced. Postoperatively, patient has effective therapy.